Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found the swg (spring wire guide) broken during use.the device was replaced.

Manufacturer narrative:
(B)(4). The customer returned one product lidstock, guide wire assembly, and 2-lumen catheter for evaluation. The guide wire was returned in two pieces: a portion of the coil wire was broken and separated. Microscopic examination revealed that both welds were separated, but only one weld was returned. The coil wire displays signs of necking at the point of separation, indicating undue force caused the breakage. The length of the returned core wire measured to be 39.5 cm indicating at least 7.17 cm of wire was separated and not returned per product drawing. The outer diameter of the guide wire was measured and was found to be within specification. Approximately 70 mm of coil wire was separated, unraveled, and lengthened. A lab inventory guide wire of the same size was able to pass through the returned catheter with minimal resistance. A device history record review was performed with no relevant findings. The customer report of a broken guide wire was confirmed by complaint investigation of the returned sample. The guide wire was broken and separated; a portion of the guide wire was not returned. The point of separation displayed signs of necking, indicating undue force caused this failure. A device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the doctor found the swg (spring wire guide) broken during use.the device was replaced.